Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, after inflated at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable post procedure.